Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. Upon inspection of the machine, the field service engineer was not able to duplicate the low vacuum drop outs but was able to confirm fluidics and low vacuum errors by checking the error/event logs. The field service engineer replaced the solenoid gauge assembly. Upon completion of repair, the machine was found to meet amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplement report will be submitted. Placeholder.

Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine exhibited low vacuum drop outs. The clinic decided to use a back up machine to complete the procedure. The clinic indicated a delay time in order to bring up the back up machine. The procedure was completed successfully. The patient outcome good. There was no patient injury reported.